Event description:
Health professional at hospital reported to allergan rep a port replacement was performed for an alleged leak. Investigation in progress. F/u findings: port explanted due to suspected leak or tube disconnection. No serial number or model number provided. The device will not be returned.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 10/01/2012. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. No add'l info has been reported to allergan regarding the serial number or model number, event date, diagnostic testing, pt weight or history. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."